Event description:
Per plaintiff profile form ((B)(6)): attorney alleges that the patient had adhesions, hernia recurrence, mesh migration, pain and suffering, seroma and need for additional surgery. Per information provided: (B)(6) 2013- patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1). Per operative notes, "the incarcerated omentum was identified within the lower abdominal wall hernia, this was reduced. A ventralight st mesh (device #1) was placed and tacked." (B)(6) 2018- patient was diagnosed with abdominal pain and recurrent ventral hernia thereby underwent laparoscopic converted to open repair with the implant of phasix mesh (device #2). Per operative notes, "adhesions were noted and taken down. The old mesh (device #1) had folded up and migrated. Two hernias were noted converting it into a single hernia. A piece of phasix mesh (device #2) was placed and sutured." (B)(6) 2020- patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, "the fascial defect was noted in the lowest portion of incision and it was closed using sutures. A piece of bard flat mesh (device #3) was placed over the area and sutured circumferentially." (Note: there was no mention/visualization of the previously placed meshes (device #1 and #2) during this procedure) (B)(6) 2020- patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with explant of mesh (device #3) and implant of phasix mesh (device #4). Per operative notes, "seroma was encountered over the inner most portion of old mesh (device #3). The piece of mesh (device #3) was not incorporated in scar tissue. The entire mesh was removed. The defect and source of hernia was found and excised to the level of fascia. A piece of phasix mesh (device #4) was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. This emdr represents bard flat mesh (device #3), an additional supplemental emdr were submitted to represent ventralight st mesh (device #1) and phasix mesh (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.